Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. There are no indications of ventilator malfunction. The root cause of the reported tidal volume issue has not been determined.

Event description:
It was reported that the expiratory tidal volume was lower than the inspiratory tidal volume during patient treatment. There was no patient harm. Manufacturer's ref #: (B)(4).